Event description:
It was reported by repair work order that the customer alleged that the siderail would not lock in the upright position. Upon inspection of the unit by the service technician, it was identified that the siderails could not latch in the upright position.